Manufacturer narrative:
(B)(4). Batch # unk. Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damage and with reload loaded in the device. The reload had the proximal 6 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties. The staple and cut line were complete. However, the staple line at the distal end showed that some staples did not meet the staple form release criteria. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the radical distal gastrectomy surgery, could not fire when severing gastric body tissue on the 1st firing. Changed another reload, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Updated device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damage and with reload loaded in the device. The reload had the proximal 6 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that some staples were malformed. The device was then tested with a test reload and the staple line met the staple form release criteria a probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.